Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found; e-5 error not reported during qc investigation. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Customer complains of e-5 error, test strip error. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 130-150mg/dl fasting. Verified the strips expire 1/31/2019. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer declined a back to back blood test. Reviewed meter memory:(B)(6). Customer is currently taking insulin to manage diabetes levimire, metformin & novalog to manage diabetes. Customer's nurse (B)(6) called on the customer's behalf stating on (B)(6) 2016 at around 10:00am fasting the customer tested their glucose and received an e-5 error message. Customer then referenced the owners booklet and read that the e-5 error message implied that the glucose is over 600mg/dl, as a result the customer injected insulin thinking their glucose was 600mg/dl. Customer stated the felt shaky and sweaty a little while later and so they retested and received a result of 80mg/dl. Customer then ate a meal and felt fine another test was not performed.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found; e-5 error not reported during qc investigation. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of e-5 error, test strip error. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 130-150mg/dl fasting. Verified the strips expire 1/31/2019. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer declined a back to back blood test. Reviewed meter memory: (B)(6). Memory concerns: 96mg/dl (B)(6) 8:00pm. Customer is currently taking insulin to manage diabetes levimire, metformin & novalog to manage diabetes. Customer's nurse (B)(6) called on the customer's behalf stating on (B)(6) 2016 at around 10:00am fasting the customer tested their glucose and received an e-5 error message. Customer then referenced the owners booklet and read that the e-5 error message implied that the glucose is over 600mg/dl, as a result the customer injected insulin thinking their glucose was 600mg/dl. Customer stated the felt shakey and sweaty a little while later and so they retested and received a result of 80mg/dl. Customer then ate a meal and felt fine another test was not performed.